Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 12-jun-2023 investigation summary: samples were received and investigated. From the investigation, the customer complaint that the set would not prime was able to be replicated. A device history record review for model mp5303-c lot number 22089414 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents.

Event description:
It was reported that 8 of the bd maxplus¿ pressure rated extension set with removable needleless connector were clogged. Describe the event or problem: bdmaxplus pressure rated extension set will not flush. 8 identified units with the same lot number collected.

Event description:
It was reported that 8 of the bd maxplus¿ pressure rated extension set with removable needleless connector were clogged. Describe the event or problem: bdmaxplus pressure rated extension set will not flush. 8 identified units with the same lot number collected.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. The initial reporter also notified the FDA on 26-apr-2023. Medwatch report # (B)(4).